Manufacturer narrative:
Due to the lack of information provided, the investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 146 mmol/l. The repeated result was 140 mmol/l. The results were reported outside of the laboratory.